Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2018 with blood glucose of 52 mg/dl at the time of the incident. The customer was at 95 mg/dl at the time of the call. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering. Troubleshooting was completed and the pump passed the displacement test as well as the high pressure test. The customer had a low of 32 mg/dl on (B)(6) 2018 and got hospitalized. The insulin pump will not be returned for analysis.